Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. Pin gauge testing was performed to verify proper port dimensions. Each port measured as expected. Next, the defibrillation, pacing, and sensing functions were tested. The device operated appropriately, according to its performance specifications. A series of electrical tests was also performed, and again, normal device function was observed. A review of the one event in device memory noted noise on all channels. The morphology of the noise indicates that the leads were not completely inserted into the device header.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not implanted due to noise with two attempted right ventricular (rv) defibrillation leads. The physician initially thought one of the rv leads had been inadvertently cut, but was not found with visual inspection. Another crt-d was successfully implanted. To date, there have been no adverse patient effects reported.